Manufacturer narrative:
D10 concomitants: (B)(6), 200-23-11 cr tibial insert sz3, 11mm; (B)(6), 200-02-38 three peg patella 38mm; (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm; (B)(6), 204-70-00 - tibial stem ext. Sc; (B)(6), 200-01-03 cemented cr femoral sz 3. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00782, 1038671-2025-00131, 1038671-2025-00134 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal notification, the patient had an initial left tka on (B)(6) 2014. The patient was revised approximately 8 years and 2 months later on (B)(6) 2022. Joint fluid was obtained and sent for culture and sensitivity x3. Extensive synovitis from the polyethylene was noted. The femoral component was grossly loose and was removed with osteotomes. The tibial component and patella were also grossly loose and were removed. The patient tolerated the procedure well. No other patient information/medical history reported.